Event description:
Per (B)(4) affiliate: pediatric patient had a 6f indwelling catheter in place and the catheter snapped/broke, requiring a new catheter to be placed and the same thing happened again. When the next 6 fr catheter was placed, the patient was very active and moving a lot possibly causing the catheter to stretch and snap. An 8 fr catheter was placed next, no issues. No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
Device sample received by manufacturer, but investigation is still underway at time of this report.